Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a general report was made regarding unspecified devices with non-boston scientific leads exhibiting lead safety switch triggers. There was not one specific device or patient reported. There was no additional information available.